Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to a capture anomaly.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that noise was also observed. The patient was stable pre and post-procedure.